Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the harmonic ace instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and it was found to have blade damage. The instrument had failed the energy recognition test due to a damaged blade. Additional observation : the teflon pad of instrument was torn at the distal end. A piece measuring approximately 0.0525" x 0.0132 was found to be missing. The probable root cause is attributed to use-related damage caused by contact with instruments or other hard objects (eg: staples, clips, bone, etc.) While the blade is activated. Furthermore, the probable root cause of the teflon pad damage is attributed to use conditions. Thermal damage is caused by heat generation when activating the harmonic ace blade with little to no tissue between the pad and the blade itself.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument could not be recognized. The procedure was completed with no reported injury.